Event description:
Attorney reported: on (B)(6) 2007, pt underwent surgery to repair a large ventral hernia using a bard composix kugel patch, product code (B)(4), lot number 43fqd176. On (B)(6) 2008, pt presented to her surgeon with constant and severe pain. Pt's surgeon stated that it was possible that the type of mesh that was implanted was causing her medical problems. However, because of pt's medical condition, her surgeon has concerns of subjecting pt to another surgery. Until those extensive medical problems can be resolved, pt is forced to live with the implanted mesh and the pain and suffering it causes her on daily basis. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.